Event description:
--

Event description:
Boston scientific received information in (B)(6) 2015 that a dissection of the coronary sinus (cs) occurred during the study implant. This adverse event (ae) resolved without residual effects on (B)(6) 2014. Boston scientific received information that this ae occurred during the use of the left ventricular delivery system. The model number of the product was not documented. The site confirmed that no intervention was required to resolve this ae.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.